Event description:
It was reported that the right atrial (ra) lead was found to have no capture at maximum pacing amplitude and under-sensing. A lead revision was done with the ra lead being repositioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).